Event description:
Complaint states that the plaintiff underwent a retroperitoneal lumbar diskectomy using facility rod system and depuy's mesh system on 9/10/1995. The complaint references broken screws and another surgery, but no revision surgery date is provided.